Event description:
It was reported that high impedance and decreased sensing were observed during the implant. X-ray found perforation. Drainage was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.